Event description:
Account contact reports: during the first application of the product the pt developed hives. As the dressing was soaked in a triple antibiotic solution, the wound care nurse thought the antibiotics may be responsible. During the second application of the product the antibiotcs were not used. The pt developed a more severe case of hives with some respiratory distress. The pt was taken to an ER, treated with benadryl and released.